Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was able to was duplicate the issue and found to be a non-issue. The customer settings found o2 conserve option selected on. According to operator¿s manual, when the o2 conserve option is on, the bias flow is 0 lpm and assistance with patient triggering is reduced. If o2 conserve is set to on, the message bias flo off will scroll through the alphanumeric display when the ventilator is in operation. This message is not considered an alarm and part of the ltv¿s normal means of operation. Additional problem found, low fio2 delivery caused by obstructed flow through solenoid 1. Solenoids 3, 4 were also found to be delivering below specification. Ltv 1200 vent p/n 18888-001-99 s/n (B)(6) will be moved to factory service to have blender assembly 15079-002 replaced, have the appropriate preventive maintenances performed and processed per service procedures. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1200 is coming in for 2yr/10k pm due to ""bias flow off"" alarm. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.